Event description:
Caller reported cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded a new cartridge with guidance from cts and resumed insulin therapy without further issues.